Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 08k25-25, that has a similar product distributed in the u.s., list 08k25-27. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated architect intact pth results were elevated compared to repeat testing at a support laboratory (unknown method). The account uses an architect intact pth reference range of 15 to 65 pg/ml and support lab reference range of 4 to 48 pg/ml. No specific patient information provided. No impact to patient management was reported. Data provided: (B)(6): architect intact pth of 70.7 pg/ml, support lab of 35.0 pg/ml. (B)(6): architect intact pth of 116.0 pg/ml, support lab of 58.0 pg/ml. (B)(6): architect intact pth of 82.0 pg/ml, support lab of 48.0 pg/ml. (B)(6): architect intact pth of 102.0 pg/ml, support lab of 49.0 pg/ml. (B)(6): architect intact pth of 69.0 pg/ml, support lab of 33.0 pg/ml. (B)(6): architect intact pth of 91.0 pg/ml, support lab of 49.0 pg/ml. (B)(6): architect intact pth of 69.0 pg/ml, support lab of 30.0 pg/ml.

Manufacturer narrative:
Customer complaints received to-date were reviewed to determine if others experienced the issue encountered at the customer facility. The review of this data did not identify an increase in complaint activity that would indicate a product issue related to false elevated patient results. Additionally, an increase in complaint activity was not observed for architect intact pth reagent lot 00916b000. Testing was performed using reagent lot 00916b000 across 3 architect instruments and abbott controls (designated for validity) using both routine and stat modes. This testing met acceptance criteria. A review of the product labeling concluded that the issue is sufficiently addressed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. In addition, technical bulletin tb 1003-2016 was reviewed which indicates that the architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address calibrator instability. A study performed in april 2014 using abbott intact pth calibrators with reduced dating supports the return of product performance to product claims. Similar overall performance to a comparison assay was observed in 2014 as was observed in 2007. The % bias was determined to be 30.2% (95% confidence interval, -6.4 - 66.8) in stat method and 26.2% (95% confidence interval, -9.4 -61.7) in routine method. Based on the investigation conducted, it is determined that the architect intact pth assay is performing as intended.